Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post-implant, it was noted that the sensing decreased and threshold increased for the right atrial (ra) lead. A chest x-ray showed dislodgement of the ra lead. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.